Event description:
The customer reports that the insulin pump alarmed had an absence of no delivery and flush drive support cap. The customer states that the insulin pump is not delivering insulin or alarming no delivery. The customer mentioned she rewound the pump, but no insulin exited the pump and dropped the insulin pump the floor. The customer explained that there was no visible damage aside from the flush drive support cap. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The drive support disk was inspected and no anomaly noted.